Event description:
It was reported that the device kept recycling the start up sequence and failed to boot up properly. The device would not be available for use in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be failure of an ic chip, u6. There were no failures with the removed user interface pcb assembly.

Manufacturer narrative:
Correction: follow up #001 reads: physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be failure of an ic chip, u6. There were no failures with the removed user interface pcb assembly. Follow up #001 should read: physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be a failure of an ic chip, designator u61. There were no failures with the removed user interface pcb assembly.